Event description:
It was reported via a call from the ctic (cardiovascular thoracic intensive care unit) rn to the clinical support specialist (css) at 8:34 am edt that upon admission to the ctic from the operating room, post coronary artery bypass graft, the staff noted an "electrical burning smell." The odor was traced to the intra-aortic balloon pump (iabp) and the pump console was immediately changed to another console. All connections were made to the second pump within "2-3 minutes" and pumping restarted. On the second console, the fiberoptix sensor (fos) icon was black and the pump was utilizing the transduced central lumen for its ap (arterial pressure) source. The css verified that the iabp was currently pumping with no alarms. The pt was being brought into the unit at the time the odor was detected. The rn could not verify the fos icon on the initial pump console. The rn stated that the console that had the unusual odor was already in biomed and the rn did not have the serial number available for that pump. There were no pump strips generated or x-rays performed for review. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is the pt is currently receiving iabp therapy successfully. Additional information received on (B)(4) 2013 from the field service representative (fsr) stated the biomed found the fos board defective. There is no serial number available at this time. The hospital is still deciding on the repair. The field service report was received on (B)(4) 2013. Per the field service report: symptom - system error 8 alarm and smoke smelled in console. Confirmed. Pump was on pt. Findings/action taken: biomed found fos board defective. Fos board replaced from decommissioned pump at the hospital. No parts ordered or to be returned. Functional check done by hospital. The pump is back in service. It was noted that the pump used was an autocat2wave, serial number (B)(4). Software level: 2.24.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.